Manufacturer narrative:
Adverse events documented and that may be associated with the use of the vad include neurologic dysfunction and stroke. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient experienced an intense headache and left arm pain on (B)(6) 2015 in the afternoon while in the hospital on the cardiac step-down unit and was noted to have some neurological changes with changes in mentation. Computed tomography (CT) scan of the head showed a new subdural bleed. The international normalized ratio (inr) was kept elevated, due to ongoing elevated lactate dehydrogenase (ldh) and fibrinogen. The patient had been on 81 mg aspirin (asa) , thrombelastograph hemostasis analyzer (teg) showed low maximum amplitude (ma) then asa was increased to 161 mg daily. The patient was reversed with vitamin k, fresh frozen plasma (ffp) and warfarin was held, neurological symptoms began to resolve to baseline. Neurosurgery was consulted and due to the fact that neurological symptoms were resolving, decided on no surgical intervention. Repeat CT scan showed improvement of subdural bleed. The site contacted the manufacturer regarding how long to run the pump without anticoagulation. The site opted to restart very low dose heparin 12 hours after stabilization of subdural bleed per CT at 10 units/hour. Patient continues to remain neurologically intact, at the time reported, with no further headache and no other neurological issues. Patient monitoring continued. No additional information provided.